Event description:
The theatre manager of the facility reported to baxter (B)(4) of a continu-flo solution administration set with three luer activated valves in which operator observed visible spots on/in the tubing. The reported condition occurred during priming the set with an unknown solution. The spots did not appear to move with the solution during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One defective sample was returned at the plant for evaluation. Visual inspection revealed spots on the tubing. No other test was performed. The assignable root cause of the reported condition is unknown. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.